Event description:
A report was rec'd that the pt was explanted due to infection at the cervical implant site. The pt's symptoms were redness and drainage at the site. The physician did not know if the infection was device or procedure related. The pt was hospitalized for six days and prescribed oral and IV antibiotics. The pt is reportedly doing fine now.

Manufacturer narrative:
The explanted ipg was not returned to bsn because, they were discarded by the medical facility.